Event description:
The following was reported by a surgeon to a davol sales rep: it was alleged that on (B)(6) 2013 a pt was treated for a ventral hernia with xenmatrix. The wound was left open, and a wound vac was placed. Following the implant a bowel leak was noted. The wound was contaminated with purulent material. On (B)(6) 2013 a small bower resection was performed; the xenmatrix was noted to have dissolved/disintegrated. A second xenmatrix was then placed during the small bowel resection. The xenmatrix graft was placed over the bowel in an onlay fashion. A wound vac was placed. On (B)(6) 2013 the second xenmatrix was noted be having disintegrated in the center (where it was over the bowel). The edges where it was sutured to the fascia was intact. The surgeon removed this and discarded it. No new mesh/biologic was placed. The wound remains open with a wound vac in place. The pt was an inpatient during the course of treatments.

Manufacturer narrative:
Based on the info provided it appears the pt's preexisting infection and bowel leak contributed to the alleged event of the xenmatrix graft disintegrating. A lot number was not provided therefore a mfg review cannot be performed. Although it was reported the pt had a preexisting infection, infection is a known adverse event listed in the IFU. With the limited info, no definitive conclusion can be drawn. See MDR 1213643-2013-00138 for info related to the second xenmatrix graft implanted on (B)(6) 2013.